Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error c-34 points to high frequency (hf) voltage too low in on state.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report their monopolar energy was not working, they have error activation interrupted due to an error c-34. The customer used a third-party generator to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the problem was confirmed using system logs, which recorded recurring error c-34. During testing, the erbe unit displayed error code c-34 on start and erbe log showed c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The root cause of the failure could not be determined. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
Refer to h11 for follow-up information.